Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" three times the pt self tester had inr = 4.4 (done on different days, no dates given). Lab confirmation results, inr = 2, 3 (done on different days, no dates given). Therapeutic range: 2 to 3.

Manufacturer narrative:
Investigation pending.